Manufacturer narrative:
Due to characterization limit e1: other contact: ms. (B)(6). Event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had internal communication error during clinical use. No harm or injury to the patient was reported.